Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. The crimped stent outer diameter of the undamaged section of the stent was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 86% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). After a non-bsc guide wire crossed the lesion, a non-bsc balloon catheter was advanced for dilatation. A 2.75x32mm synergy¿ drug-eluting stent (des) was implanted in the lesion. A 2.0x15mm balloon catheter was advanced in the distal rca to dilate the lesion and a 2.50 x 32mm synergy¿ des was advanced but failed to cross due to calcification. The device was removed and a 2.5x28mm synergy¿ des was advanced but still failed to cross the lesion. The device was removed and the procedure was terminated. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.